Manufacturer narrative:
Com- (B)(4). D4: additional device information: correction unique identifier (UDI) number.

Event description:
Subsequent to the initial MDR, additional information is available. And a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.